Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.